Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - e1 (event site state), h6(type of investigation, component codes) the nurse did not use the help screen or utilized the iab fill key prior to calling. Esp personnel asked her to verify that there was no blood in the helium tubing, that all connections were secure and properly connected, and that there were no visible kinks in the line. She then performed an iab fill, which resolved the gas loss alarm and allowed therapy to resume. Esp personnel explained the nature of the alarm and, based on the information he provided regarding the patient¿s hemodynamics and clinical presentation, advised that the alarm was likely caused by sustained tachycardia.

Event description:
N/a.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.